Manufacturer narrative:
The lot release records were reviewed, and the product lot met all acceptance criteria. The device was received for investigation. The exposed portion of the soft cannula was found to have a tear and caused leakage. Fluid was observed exiting from the tear on the cannula. No other damage or deficiencies were found with the device.

Event description:
It was reported that the patient¿s blood glucose (bg) rose to greater than 20 mmol/l while, the pod was worn for less than 1 hour. The patient reported that before going to bed they changed their pod and after 1 hour their, bg levels had risen so they administered 5 units via a bolus. The patient reported smelling insulin, and the patch was wet at the infusion site on their abdomen. As treatment a new pod was applied. The device investigation found a tear in the cannula.